Event description:
Customer reportedly obtained a result of 235mg/dl, while the doctor's device read 115mg/dl within 10 minutes. Later, customer reported these results as 215mg/dl on the device and 115mg/dl on the doctor's device. No treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.